Event description:
A secondary IV tubing set for medication administration hung piggy back on a primary set. The nurse returned to the room to check and found the tubing was free from the hub. The second secondary tubing set was found to be defective straight from the package. The tubing was not secure into the hub that would attach to the primary set.======================manufacturer response for IV tubing secondary set, interlink system (per site reporter).======================talked to sales rep and then to product surveillance rep via phone. They requested we return the tubing for review. They are to call us back with more information and their findings once they receive the defective equipment.